Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain.

Event description:
Reference number (B)(4) event occurred in spain. It was reported that patient was hospitalized for 4 days due to high blood glucose reaching (755mg/dl) and treated with insulin drip and presence of ketones (5.1). No further information available.